Event description:
It was reported that stent migration occurred. The 80% stenosed, 16x5.5mm target lesion was located in the mildly tortuous and moderately calcified left main (lm) to left anterior descending artery. A 16 x 5.00mm taxus¿ liberté¿ drug eluting stent was advanced to treat the lesion. After implantation of the stent, the physician suspected that it did not attached well to the vessel wall, so the physician post dilated the stent with an unspecified balloon catheter. During post dilatation, the stent moved to the ostium of the lm. The physician used a snare to remove the stent. The procedure was not completed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned for analysis as the stent was expanded at the lesion site. The balloon appears to have had been inflated and deflated and solidified crystals are evident within the balloon chamber, signifying that the balloon was inflated. Crimp markings were evident on the wall of the balloon indicating that full crimp contact was achieved between the stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage to the distal edge of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "the treated lesion length should be less than the nominal stent length with a reference vessel diameter of 2.25mm ¿ 5.0mm." (B)(4).

Event description:
It was reported that stent migration occurred. The 80% stenosed, 16x5.5mm target lesion was located in the mildly tortuous and moderately calcified left main (lm) to left anterior descending artery. A 16 x 5.00mm taxus liberte drug eluting stent was advanced to treat the lesion. After implantation of the stent, the physician suspected that it did not attached well to the vessel wall, so the physician post dilated the stent with an unspecified balloon catheter. During post dilatation, the stent moved to the ostium of the lm. The physician used a snare to remove the stent. The procedure was not completed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).